Manufacturer narrative:
Reliability analysis evaluated 1 open/used reservoir. Performed visual inspection and found stopper plunger and o-rings were returned dislodge from reservoir. Reconnect them and also inspected reservoir's o-rings /stopper groove for anomalies. None were found. Ran basal, bolus leaking test per dop114-811as follows. Reservoirs filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 700 pump. Conclusion: reservoir no leakage and not air bubbles.

Event description:
The customer reported via phone call that they experienced leaks and damage on the reservoir. The customer's blood glucose value was 512 mg/dl. The customer reported insulin spilled inside the reservoir. The customer confirmed that the leak was due to a bad o-ring. The customer was assisted with self-test and it passed. The product was returned for analysis.